Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the cannula was about to detach from the self-adhesive of the infusion set upon removal from the body. This occurred with 3 headsets from the same lot.